Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead alert triggered and polarity switch occurred due to high and infinite impedance readings on the right atrial (ra) lead. In addition, there were high thresholds exhibited. The physician chose to re-evaluate the lead at a later time. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.